Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid and morphine via an implanted pump. The indication for use was spinal pain. It was reported the pump had been protruding out of the patient's abdomen for 20 years and moved around. The patient was supposed to get a new pump this summer. No further complications were reported.